Event description:
It was reported that this pacemaker exhibited high out of range pacing impedance measurements on the right ventricular (rv) channel resulting in a mode switch to a unipolar configuration. The patient is pacing dependent, therefore the system was then replaced. This lead is not expected to be returned as the was surgically abandoned and remains implanted. No additional adverse patient effects were reported.